Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use, the balloon on a 4fr fogarty thrombectomy catheter ¿came off the end.¿ the customer has not responded to numerous attempts requesting additional details such as: clarification as to if the entire balloon or tip came off of the catheter, what interventions or troubleshooting methods may have been performed and patient response, any patient injury and current status, and patient demographics. There was no allegation of patient injury reported.

Manufacturer narrative:
Per additional information obtained from the physician, the reported event occurred during an aorto-femoral embolectomy on a male patient with aorto-iliac thrombosis and disseminated cancer. The balloon on the fogarty arterial embolectomy catheter inflated upon initial testing. Upon insertion into the femoral artery, the balloon was again inflated but would not deflate and would not move back. Several attempts to deflate the balloon were attempted. When the catheter was pulled back, the balloon detached. The vessel was flushed and the balloon was seen and retrieved. There was no patient injury. The patient has since expired, though not related to this event or the reported catheter malfunction. Multiple attempts to have been made to retrieve and evaluate the catheter, but to date the device has not been returned. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The IFU contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿